Event description:
The customer reported that the tube lasted from (B) (6) 2008 to (B) (6) 2009 (20 days) and that the pilot balloon and the cuff did not inflate on first attempt and on second attempt when preparing to go on to her ventilator. A non-routine replacement of the tube was required. The customer also reported that the pt had pain and congestion post incident and complained of "toxic fumes" and that she could taste the plastic when breathing.